Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alert. Customer stated that insulin pump had insulin pump error alarm. Customer stated that they were able to clear the alarm. Customer was able to rewind the pump. Customer stated that the alarm occurred immediately after a battery change. Customer stated that battery cap was not loose, cracked or damaged. Customer reported that the firstly they received low battery alert prior to replace battery alert however, at second occurrence there was no low battery alert received before replace battery alert. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronics assembly. Motor and force sensor was also corroded. Unable to perform displacement test, sleep current measurement test, active current measurement test and self test due to blank display. Unable to verify power loss alarm or pump error 23 due to blank display.